Event description:
Reference number (B)(4). Event occurred in india. It was reported that the patient faced occlusion (insulin flow block) event on 08-jul-2024. No further information was available.

Manufacturer narrative:
E1: (B)(6).